Event description:
The customer reported that during an excision of sarcoma, the blade of the device was exposed from beyond the jaw track. The device was removed manually with no tissue damage or injury. The surgeon opened another instrument to successfully complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.